Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was repositioned due to poor sensing. After turning the connector tool 10 to 12 turns at one turn per second, the helix would not extend. As a result, the lead was explanted. No adverse patient effects were reported. (B)(4). Subject: re: country: (B)(4), product experience report: model number: 7742, serial number: (B)(4). Sensitivity: confidential. Hello (B)(4)! I talked with dr. (B)(6) today: he made about 10-12 turns; he made one turn per second; repositioning was done because of sensing <4mv. If you have more questions,please contact me. Kind regards (B)(6)

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. X-ray of the lead confirmed there were no fractures. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix test did not pass likely due to body fluid contamination in the helix area.